Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman flx double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). Pre-procedural transesophageal echocardiography (tee) identified a small pericardial effusion present at baseline. A versacross connect system was introduced through the was sheath to perform the transseptal puncture (tsp). The device was advanced into the superior vena cava (svc) and maneuvered down to the interatrial septum under tee guidance. The septum was noted to be highly aneurysmal, making visualization of tenting difficult. The physician manipulated the was sheath to locate tenting without exposing the pigtail wire. Following the tsp, the imager monitored for changes in the pericardial effusion while the pigtail catheter was inserted. An increase in the size of the effusion was observed. Subsequently, the patient developed atrial fibrillation along with hypotension. Cardioversion was performed, and the effusion was monitored. An laa angiogram was conducted, confirming no contrast leakage from the appendage into the left atrium (la). The physician elected to abort the procedure due to the increased effusion. All devices were withdrawn from the la, and anticoagulation was reversed. The patient remained hemodynamically stable, though the effusion continued to expand slowly. The patient was transferred to the operating room (or), where pericardiocentesis was performed, and approximately 800cc of blood was drained from the pericardial space. The patient remained in the hospital for recovery and was reported to be doing well with no further complications.